Event description:
Became deathly ill from allergan texture implants. Symptoms included fatigue, headaches, depression, severe joint pain, blurred vision, brain fog, insomnia, weight gain, hair loss, skin changes and many more. Was put on heavy pain medicine which did not help. FDA safety report ID# (B)(4).